Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the endocatch was inserted thru the trocar and the loop opened on the endocatch and the bag was not attached to the metal loop as it would be normally - the string had not been pulled - they managed to use it anyway with a little struggle. Age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovering. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
(B)(4).